Event description:
The customer reported that the unit failed extended self-test (est) and was alarming. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigator (fi) lab received blower motor assembly and blower controller for evaluation. Visual inspection of the exterior of the blower motor assembly revealed no signs of damage or contamination. The blower controller revealed heat related damage to the j3 connector at pins 3 and 4. Fi technician performed resistance verification and results no shorts or opens detected. The blower motor assembly and blower controller were installed into the fi test ventilator. An operational test was performed and the ventilator powered up from ac and delivered breaths. The blower cooling fan and blower function correctly. The ventilator was cycling the power without producing any errors. The blower assembly activated and deactivated correctly each time. Fi technician measured the 24 volt signal specification 24.5%: actual - 24.64 volts. Air flow accuracy test and passed. Extended self-test (est) was also performed and passed. The blower assembly and blower controller was running for an extended period and no errors were generated during approximately 4 hours of operation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to the blower controller was returned with heat related damage at the j3 connector pins 3 and 4 which was a cosmetic issue that did not cause any functional failures. No problem was found on the returned blower assembly.